Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: no power issues were observed in the black box download. The battery compartment was cracked along the side of the pump and below the bumper pad. The battery cap was not returned with pump for investigation. A test cap used for testing purposes. The test cap secured to pump properly. The pump was exercised for 24 hours with no further power issues occurring. Corrosion was observed in the battery compartment. The pump had leaks at the battery compartment cracks. No further moisture was found inside the pump.